Manufacturer narrative:
The hill-rom technician found the head end brake casters were broken (the parts at the hole where the hex shaft connects). Per the hill-rom service manual the totalcare bed system requires and effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake caster to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, treat life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report form a hill-rom technician stating the head end brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).